Manufacturer narrative:
Continued d.6a: device was implanted, but date was not provided. Continued e.1 postal code: (B)(6); continued e.1 phone number: (B)(6); continued e.1 fax number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: inner tray could not be removed from outer tray, device was implanted.

Event description:
Healthcare professional reported "reported the inner tray could not be removed from the outer tray." Device was implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: tyvek or thermoform sticking. Only received thermoform. Observed, thermoform sticking. No other observations observed.

Event description:
Healthcare professional reported, "the inner tray could not be removed from the outer tray". Device was explanted.